Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 5.0 cm from the proximal end; the coil was intact with the pusher assembly; the introducer sheath was loaded incorrectly on the pusher assembly during the resheath of the coil. Conclusion: the complaint has been evaluated. The complaint indicated that the physician was not able to detach the ruby coil using a ruby coil detachment handle. The physician completely removed the ruby coil from the patient. Evaluation of the returned device revealed that the pusher assembly was kinked in multiple locations. This type of damage typically occurs due to improper handling during use. If the device was manipulated against resistance, it is likely that damage will occur. The complaint also indicated that a detachment handle was used to detach the coil, but was not successful. Further evaluation of the returned ruby coil determined that the pet lock on the proximal end of the pusher assembly was not broken, which indicates no detachment with the handle was attempted. The introducer sheath was loaded on the pusher assembly incorrectly during re-sheathing of the coil. This caused the coil to get stuck inside the friction lock and, therefore, the coil could not be functionally tested for detachment issues. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using ruby coils. During the procedure, the physician attempted to detach a ruby coil using a ruby coil detachment handle. The pusher wire of the ruby coil separated successfully; however, upon removal, the ruby coil was found attached to the pusher wire. There was no report of an adverse effect on the patient.